Event description:
It was reported that when patient presented remotely via merlin.net transmission, lead noise on the atrial channel was observed. All the atrial lead measurements are in range. Programming changes were recommended. Patient was stable. No further information available.